Manufacturer narrative:
Evaluation summary: it was caused due to the u/d angle wire worn out. In addition, we confirmed that insertion flexible tube(ift) crush, the u/d and r/l pulley wires worn out; however, these are not related to the alleged complaint. Model eg27-i10-us is available in the USA with a 510k number k131902. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. U/d angle wire ruptured.